Event description:
It was reported to philips that the flexvision computer was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and confirmed the reported problem. After reviewing log, it confirmed the reported problem. Upon troubleshooting, fse found the flex vision pc off due to a broken power supply unit. To resolve the issue, fse replaced the flex viewing pc and reinstall the software and return the part for further analysis and failed component was power supply unit. After replacing the flex viewing pc and reinstall the software, the system returned to use in good working order. The codes were updated based on the investigation outcome.